Event description:
Customer reports being unable to test his blood glucose on the advantage system due to err; while waiting for a replacement meter from the manufacturer, customer stated he had low blood glucose symptoms (did not have a meter to test with). Customer's spouse attempted to treat him with orange juice and paramedics were called; result on their meter was 78 mg/dl (treated for low blood, but unknown how he was treated). Request return of suspect device and replacement was sent.